Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion. The device was extracted and replaced in a procedure on (B)(6) 2021. There were no patient consequences.